Event description:
It was reported that high capture thresholds were observed on the left ventricular (lv) lead. Dislodgement of the lv lead into the middle cardiac vein (mcv) and the right ventricular (rv) lead into the right atrium (ra) was confirmed. No inappropriate therapy was observed. The rv and lv leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.